Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software, product ID: ct900e, lot# serial#: (B)(6), product type: multiple therapy product, product ID: ct900e, lot#serial#: (B)(6), product type: multiple therapy product, product ID: ct900e, lot#serial#: (B)(6), product type: multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare professional (hcp) regarding an external device (clinician programmer). The company representative (rep) stated that the account was reporting that changes made to programming are getting wiped out between making the changes and updating the pump and that this was happening with multiple patients and with multiple tablets. He stated they had the new tablets and updated software and would read a pump, make pending changes, and then do the refill and when they go to update, the changes were wiped out and they had to re-read the pump and made the changes again. He stated the application wasn't closing and it didn't seem to be just that the screen was timing out. He also said the hcp thought there was a message on the screen as well when it happened but she cannot recall what it was. The agent conferenced on health care it support services (hcit) to try to get logs. The company rep was using the customer's computer and the logs seemed to be getting blocked when attempting to send to medtronic. Hcit also confirmed screen timeout and lock were at 10 and 30 min respectively which are the max settings. The company rep stated he would go back to account to retrieve logs in the next day or so. Additional information from the rep stated that there were 338 issues for a while. It was noted that it might have been related to some setting not being set on the tablet. After confirming that the tablet had already had those settings configured/reworked the team dug into things a bit further and we have realized there were two separate issues causing the 338 issues. Additionally, the issue happened after the application was closed without using ¿end session¿ and suggest that in the short term. It was frustrating since they were trying to use end session before closing the app as a way to reduce an issue with the clinician programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.